Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had appointments on 2014-(B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0gmlj, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a urinary infection about a week and a half ago. The patient was taking medication.